Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that after a shock their device showed "abnormal shock detected" message. The customer also reported that two event codes were logged in the memory of their device. The first event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. The second even code logged in its memory is related to a potential failure of the device to deliver defibrillation energy. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issues. Stryker replaced the device's therapy pcb assembly to resolve the reported issues. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the replaced part at the product analysis center (pac). The pac technician found h-bridge component q8 to be shorted. The root cause of the reported issue was determined to be a shorted transistor, q8. The faulty pcb assembly was archived by stryker. Per the operating instructions for the lifepak 15 device, "possible damage to defibrillator and defibrillator shutdown. When two defibrillators are used to deliver energy to the same patient at the same time, one or both defibrillators may be damaged and shutdown may occur. If the defibrillator shuts down, take the defibrillator out of service and contact qualified service personnel".

Event description:
The customer contacted stryker to report that after a shock their device showed "abnormal shock detected" message. The customer also reported that two event codes were logged in the memory of their device. The first event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. The second even code logged in its memory is related to a potential failure of the device to deliver defibrillation energy. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.